Event description:
It was reported that the patient underwent posterior spinal surgery using rhbmp-2/acs. The patient now has radiculopathy nerve damage in the left leg, extreme pain in the back and leg and is bedridden. The patient has to walk with a cane. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.